Manufacturer narrative:
Concomitant medical products: 4968 lead, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing, noise, and high thresholds. It was noted that there was a sudden spike to high impedance and the lead had no capture at max outputs with a possible lead fracture. The lead was programed off and a temporary pacing wire was used. The lead was later explanted and replaced. No patient complications have been reported as a result of this event.